Manufacturer narrative:
Concomitant medical products: ddmc3d1, ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) on stored non-sustained ventricular tachycardia episodes. It was also reported that there was a "clustering" of non-sustained ventricular tachycardia episodes on that same day. The lead remains in use. No patient complications have been reported as a result of this event.